Manufacturer narrative:
The field service engineer exchanged the gear pump head. The calibration data was acceptable. The alarm trace contained insufficient preclean volume alarms. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable crpl3 c-reactive protein gen.3 and bilt3 bilirubin total gen.3 results for one patient with the cobas 6000 c 501 module. Sample 1: tested on (B)(6) 2021. The initial crpl3 result was 1.7 mg/l with a data flag. The initial bilt3 result was 4.7 mg/l. These results were reported outside of the laboratory and the physician asked for a repeat. The repeated crpl3 result was 52.8 mg/l. The second repeated crpl3 result was 53.9 mg/l. The repeated bilt3 result was 68.1 mg/l. The second repeated bilt3 result was 66.7 mg/l. Sample 2 (same patient): tested on (B)(6) 2021. The initial crpl3 was 1.9 mg/l. The repeated crpl3 result was 38.9 mg/l. The initial bilt3 was 1.5 mg/l. The repeated bilt3 result was 83.3 mg/l. The crpl3 reagent lot number was 555900. The expiration date was requested but not provided. The bilt3 reagent lot number was 51961801 with an expiration date of 30-jun-2022.